Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not returned for evaluation; therefore, a device analysis could not be performed.

Event description:
It was reported that y-type tur irrigation set leaked during patient use. There was no patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.